Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's bg was 280 mg/dl. A system check was performed and the pump performed as intended. Reportedly, customer was advised to perform an infusion set site change to address the occlusion.